Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that there was a brief pump failure alarm followed by low flow alarms seen by the nurse. When assessed at bedside no such alarm was noted and alarm history prior to 9:16 am was not appearing on the system monitor. The submitted log files range from 9:09:30 to 9:54:16 on (B)(6) 2022. Low speed advisories were seen that were due to the set speed being adjusted to below the low speed limit. The cause of the low flows were identified to be due to hypotension in the setting of ventricular tachycardia which resolved with volume resuscitation. The patient was labile but improving. The pump failure alarm was not observed on the history or on log files.

Event description:
The patient continued rhythm management following the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. It was reported by the account that the low flow was due to hypotension in the setting of ventricular tachycardia. A direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 14-jan-2022 at 09:09:30 until 09:54:16. Low flow fault flags were captured when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.2-2.4 lpm. These faults resulted in 5 low flow hazard alarms lasting between 7 and 36 seconds. The remaining faults did not last long enough to trigger low flow hazard alarms. Transient low speed advisory flags were captured that resulted in a low speed advisory alarm lasting for 15 seconds, due to the stored patient speed being set below the low speed limit. The log file appeared to capture the pump functioning as intended. ¿pump failure¿ is not an alarm that can occur on the hm3 lvas and the log files did not contain any events that could be correlated to the reported unknown alarm. The device was reported to operate as expected. The patient remains ongoing with heartmate 3 left ventricular assist system, serial number (B)(6). No product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), and the hm3 patient handbook, is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including cardiac arrhythmia. Section 4, (¿system monitor¿), describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, (¿patient care and management¿), lists potential late postimplant complications that may be associated with the use of the hm3 lvas, including cardiac arrhythmia. Section 7 of the IFU, ("alarms and troubleshooting"), and section 5 of the patient handbook, ("alarms and troubleshooting"), address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.